Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed the device did not recognize the cassette. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the flex sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an unresponsive latch lock. During physical inspection, it was found that the flex sensor did not recognize the cassette. There was no patient involvement, no patient injury was reported.